Manufacturer narrative:
Retainer ring = missing. Device was returned for a critical pump error (open book image) alarm and for cosmetic damage located at the back found on (B)(6) 2021. Device was received with a serial number label fading, a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to lock a test p-cap into the reservoir compartment due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly. Successfully utilized crest and thus to download history, long trace files and comlink3 files. However, thus detail trace file download was unsuccessful. Critical pump error (open book image) alarm triggered by three consecutive pump error 53 alarms (B)(6) 2021 15:21:44.000 alarm alert notification; (B)(6) 2021 15:31:00.000 alarm alert notification; (B)(6) 2021 15:31:40.000 alarm alert notification; (B)(6) 2021 15:31:50.000 alarm alert notification; (B)(6) 2021 15:37:44.000 alarm alert cleared; and pump error 4 alarm on: (B)(6) 2021 15:31:50.000 alarm alert notification. Pump error 4 alarm and pump error 53 alarm due to software error (line number = 5632 ; file number = 2005). Force sensor zero offset within specification. The following were noted during visual inspection: a cracked battery tube threads, a scratched case, a missing display window/cover, a stained keypad overlay, a cracked case behind the pump near the battery tube compartment and a pillowing keypad overlay. Cosmetic damage was confirmed at the back of the pump and a damaged retainer ring confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 53 alarms and pump error 4 alarm. Pump error 53 alarms and pump error 4 alarm due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error and open book image. Customer stated that sticker on the pump was not present anymore. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.